Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 09/02/2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath was broken. No blood loss was reported. Additional information was received on 15jul2025: the procedure performed for the patient prior to use of the angio-seal was percutaneous coronary intervention (pci). A 6 french procedure sheath was used. Hemostasis was achieved with another angio-seal. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. During the process of inserting the angio-seal, there was resistance in the sheath portion, and it tore. A pre-deployment angiogram was performed. The patient was stable.